Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet took longer to charge than expected, with the user noting charge time of about 1.5 hours, and the issue was managed as a charger not charging concern associated with the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge localized to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.